Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was unable to boot up. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that pdu was causing the issues. The fse also found that the pdu was shutting down during the reboots and rebooting pcs in a loop during software installation. To resolve the issue, the fse replaced the dual switch module and pdu control module, loaded system software. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.